Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4) alleging that her onetouch ultramini read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2015 at 9:00am. The patient stated that she obtained the result of "150 mg/dl" using the subject meter compared to a result of "118 mg/dl" using another device, both readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of less than or equal to 30%. The patient manages her diabetes with self-adjusting insulin. The patient stated that she increased the dose of glifagi xr 500 medication on (B)(6) 2015 at 9:00am in response to the alleged inaccuracy. The patient denied that symptoms developed; however she visited her doctors office (date/time not provided) where she received a glucagon injection. She has also subsequently changed her diabetes management as requested by her doctor during the visit to the doctors office. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient stated that she received hcp treatment after the alleged inaccuracy began. This treatment does meet lifescan's criteria for a serious injury.